Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened two months after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50. Serial: (B)(6). Batch: 7073503 / 7072600.

Event description:
It was reported that following trial procedure the patient developed a staphylococcus aureus infection at the lead incision site. Symptom of pus was noted. The physician believed that the infection was not procedure related. The patient prescribed antibiotics. The patient underwent an explant procedure and the explanted device components were not return.